Event description:
It was reported that the ambulatory infusion pump shuts off when the start button is pushed. No injury was reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Evidence of the customer's reported problem regarding the pump shutting off was identified in the pump event history log as multiple "battery depleted" after "starting" events. However, simulated use testing could not duplicate the customer's reported issue. After opening up pump, visual inspection found the motor is locked up, will not turn. Visual inspection also found lens scratched and the front housing is cracked. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the motor, lens, and front housing was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Additional information received indicates the product fault did not occur while in use with a patient.